Event description:
A nurse reported that during surgery, there was no aspiration with the irrigation and aspiration (I/a) handpiece. The case was completed with manual aspiration after a 30 minute delay. There was no harm to the patient reported.

Manufacturer narrative:
The company representative examined the system and handpieces. The company representative replaced the fluidics transducer pcb (printed circuit board) and the plunger kit assembly. The system was then tested and met product specifications. Two of the customer's handpieces were also tested and met product specifications. The root cause has not been determined. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).